Event description:
Ambulance personnel were attending to a pt, condition unk. It was reported that during an attempt at countershocking the pt, the device charged but would not discharge. No other event info was provided by the reporter.